Event description:
It was reported that during a patient transport, the users were offloading the patient and the user at the foot end began to move the cot but the wheels fell into a dip in the road and it tipped over with the patient secured to the cot. It was further reported that the patient sustained skull/head injury. Attempts are being made to gather additional injury and treatment details from the user facility.

Event description:
It was reported that during a patient transport, the users were offloading the patient and the user at the foot end began to move the cot but the wheels fell into a dip in the road and it tipped over with the patient secured to the cot. It was further reported that the patient sustained a skull fracture. The associated treatment information was not available as the patient was taken to the hospital.

Manufacturer narrative:
The device was evaluated and no defect was found with the unit.